Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated 10-07-2015: this case concerns a patient who received treatment with synvisc and later experienced joint infection. Although, the causal role of the drug cannot be denied in this case, however, the lack of information regarding patient's detailed medical history, concurrent condition, concomitant medication, and latency of onset of the event precludes a comprehensive case assessment. Moreover the maintenance of aseptic conditions is mandatory during the injection of the product and any deviation from the same could provide a plausable explanation for the event.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns a female patient of unknown age who initiated treatment with synvisc and experienced 4 infections of joints. No medical history, past drugs, concomitant medications or concurrent conditions were reported. On an unspecified date, the patient initiated treatment with intra-articular synvisc injection (lot/batch number: q14104; dose, frequency, expiration date: 03/31/2017; indication not provided). On an unspecified date, after unknown latency, the patient experienced 4 injections of joints with this batch. A joint was punctated and analyzed in a laboratory. The laboratory detected an infection. Synvisc was replaced on site and sent for investigation. Follow-up was ongoing. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). Seriousness criteria: important medical event. Follow up information was received on 07/08/2015. Expiry date and global ptc number added.